Manufacturer narrative:
The force feedback fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon's arms were bumping due to the small space. The procedure was completed robotically. However, during breast reconstruction, after robotic surgery, she found a broken piece of plastic in the sheath. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force feedback fenestrated bipolar forceps instrument was inspected before use and no damage was identified. During surgery, a fragment from the instrument fell inside the patient. The surgeon did not notice any functionality issues with the instrument prior to the incident. The instrument reportedly collided with another instrument or hard material during the procedure, which may have contributed to the breakage. Upon final removal, the force feedback fenestrated bipolar forceps instrument came out smoothly through the cannula. No damage was observed to either the instrument or the cannula. All fragments were retrieved during the breast reconstruction procedure by direct visual inspection. No additional surgical intervention or post-operative imaging was needed. The surgery was completed robotically without conversion or complications. The patient was not injured and has not experienced any post-surgical complications. No images or videos are available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the force feedback fenestrated bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube, approximately 7.61mm from the distal tip. The instrument was found to have a detached fragment. The detached fragment was the result of the broken main tube. The broken piece measured approximately 13.57 mm x 6.35 mm in size. The broken piece was returned with the instrument. No material was found missing. Components adjacent to this broken main tube did not show damage.